Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the united states reported the vitek 2gram-negative (gn) ID test kit ((B)(4)) misidentified an escherichia coli (e coli) organism as shigella. Upon obtaining shigella identification, the customer sent the isolate to a reference lab and to lab corp where it was determined no shigella was present. Biomerieux has requested submittal of patient isolate for internal testing. There is no indication or report from the hospital or treating physician to biomerieux that the organism misidentification led to any adverse event related to the patient's state of health. Internal biomerieux investigation will be initiated.

Manufacturer narrative:
Three gram-negative rods were submitted by the customer. Biomérieux investigation was conducted. The organisms were subcultured and testing included two (2) vitek® 2 gn ID cards from the same lot as that tested by the customer and one (1) vitek® 2 gn ID card from a random lot. The api 20e was also performed. All vitek® 2 gn ID cards tested in-house gave very good identification or excellent identification calls of escherichia coli. Api 20e identification of esherichia coli with a 97.7% confidence level confirm the vitek® 2 gn ID calls to be correct. The vitek® 2 gn ID cards are performing as expected.